Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a distributor via sems that an ar-1588rtt tightrope implant broke while being deployed and an ar-1588btb-j tightrope suture was damaged and prevented the implant to be used as intended. Case involvement, no patient effect.